Event description:
The plan of care was to monitor the patient. They did not want a pump exchange. The patient was admitted on (B)(6) 2026 following a fall at home. Log files were sent to check if there were any changes to the integrity of the driveline wires as possible reason for fall. The log file continued to capture the known driveline fault events with the phase data unchanged. It did not appear that the driveline, pump or other mechanical circulatory support (mcs) equipment contributed to the patient fall. The log file captured a no external power alarm(s) & multiple other associated alarm types on 07apr26. This was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a known driveline fault, and the site wanted to check to see if everything was continuing to work okay. The log files captured the ongoing driveline fault events throughout the data capture. There were no speed drops or pump stops noted in the log file. No other notable events were captured in the log file. As communicated with the past log files, phase 1 of the green wire showed it was completely broken, the other wires appeared be functioning as intended.

Manufacturer narrative:
D4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.